Manufacturer narrative:
Samples were submitted to the plant for evaluation. The samples consisted of one used catheter and 9 sealed pouches of the product 3.5 fr urethane umbilical catheter, sterile, ce, product ID 8888160333. The opened sample showed signs of use (blood residue). A visual inspection was performed and a hole was found below the strain relief. The used sample was submitted to underwater testing. The distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected coming out from below the strain relief. Additionally, the samples that were received sealed were tested, however they did not present any issues. Additionally, an investigation was performed by r&d; as result a hole in the catheter was found at the base of the luer fitting. As part of the investigation process, the finished goods lot was reviewed. The device history record (DHR) review for lot 1434600086 does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformance reports were issued for all of the assembly levels, raw materials and incoming components. Based on the available information, the most probable cause could be attributed to unintentional damage during use due to the potential exposure to sharp objects or other sources of damage as detailed in the instructions for use (IFU). It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 10/28/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the catheter was leaking on the fourth day of use between the connection and the catheter. No person injured. The customer further reported that kodan was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with suture then fixed with tape. The uvc was inserted (B)(6) 2015 in the umbilicus. The uvc was in continuous use. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is normal.